Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the patient¿s received uncomfortable stimulation. Reportedly the ipg was unintendedly turning on by itself. The issue reoccurred several times. Troubleshooting was tried to no avail. As a result, the ipg was explanted and replaced with another model which resolved the issue.